Manufacturer narrative:
The technician replaced both head end brake casters to resolve the issue.

Event description:
The technician alleged that both head end brake casters are not holding in brake mode. No pt impact.